Event description:
The customer reported that the system locked up and displayed a system generator cycle error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors to the table generator interface board were secured. The system was tested and found to be working as intended and put back into service.